Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an unexpected restart and an absence of alarms. The customer also reported receiving an after battery change alarm and an "external ram crc error" alarm. The customer's blood glucose level was unknown. The product was replaced, however it was not returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 and reset anomaly after battery change due to broken solder joint on the interface board, also the insulin pump had no audio beep on alarms due to broken black wire on the transducer on interface board. No a17 alarm noted. The low reservoir alarm functioned properly on the screen. The insulin pump has minor scratched display window and cracked reservoir tube lip.